Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was no image on the monitors from the video processor. The issue was found during diagnostic procedure. After the device was turned on, an image displayed on all monitors, and the issue was resolved. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data field: d8 (should be remain blank), information was inadvertently checked on the initial medwatch, but the device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the image was not displayed because power of this product was not turned on. Olympus will continue to monitor field performance for this device.